Event description:
It was reported by a surgeon that pt was treated with posterior t-plate on (B)(6) 2011 and it was noted that pt went on to have a non-union in conjunction with a broken plate and or a screws. Pt also had an associated fibular non-union/osteotomy managed with 3.5mm recon plate or 3.5mm dcp plate. It is unknown if pt will undergo revision. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.